Event description:
The customer reported that the vistec x-ray detectable sponges are out of the package noticeably fraying.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the vistec x-ray detectable sponges are out of the package noticeably fraying. The reporter indicated that the sponges seem to be cut incorrectly.

Manufacturer narrative:
Updated the event description in section b5 describe event or problem as the last sentence was inadvertently omitted on the initial report. Also, the initial reporter's zip code was corrected from 17402 to 17042 in section e1 initial reporter name and address.

Manufacturer narrative:
A review of the device history report (DHR) was performed showing no related incidents. All dhrs are reviewed for accuracy prior to product release. There are implemented controls to prevent nonconforming product in the manufacturing process which ensures components and finished products meet all quality inspection standards. These controls include but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No samples or photos were returned for evaluation. If a sample is returned at a later date, the investigation will be reopened and updated accordingly. Based on the available information, the reported issue was not confirmed, and a root cause could not be determined. No corrective actions are being taken at this time. However, the production personnel visually inspect 100% of the product and a check for fraying is included in the inspection. This complaint will be used for tracking and trending purposes.